Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament.

Event description:
A 6f angio-seal vip was selected for use following an interventional coronary procedure and a pre-deployment angiogram. The device was deployed in a puncture in the right femoral artery. Post-deployment, pain and ecchymosis were reported in the groin and an ultrasound revealed a pseudoaneurysm adjacent to the common femoral artery, requiring surgery. The surgeon cut down to the common femoral artery beneath the inguinal ligament and the pseudoaneurysm was repaired. Post-intervention, pulses were strong and the patient was in satisfactory condition.